Event description:
Related manufacturer reference number:2017865-2023-94755. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited phrenic nerve stimulation. It was further noted from x-ray that the lead was dislodged. During lead revision procedure insulation damage was found on patient's right ventricular (rv) lead. Both leads were expanded and replaced. The patient was stable.